Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles and difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles and difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Additional information provided by the patient's wife alleges that the device was the cause of her husband's pneumonia and subsequent death. The device has been returned to the manufacturer and is currently under investigation. A follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles and difficulty breathing/short of breath. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown residue on the inside of the front panel. White dust-like contamination on the top of the blower box. A few tiny pieces of potential hair or fiber in the bottom enclosure. White dust-like contamination on the blower motor. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source.